Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The pump was reportedly emitting call service 087 alarms. Reportedly, the patient experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with no reported signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported alarm issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission: 02/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2016 with the following findings: during testing, the pump was powered on and emitted a cs 069 call service alarm immediately upon attempting a rewind step. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board.